Event description:
At 12 month follow-up duplex scan showed <(><<)>50% stenosis. Approximately 25 months post index procedure, the patient was re-hospitalized as she could only walk 150 meters. The pulses on the left were complete but on the right only the groin pulse was palpable. Repeat angiography revealed a patent target lesion free of stent fracture and a new grade stenosis of the right sfa. The patient underwent balloon angioplasty of the right mid sfa proximal to the existing patent stent.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure, one complete se stent was implanted to the right ppa. No device malfunction occurred during the index procedure. Approximately 24 months post index procedure, a type 1 fracture in the single stent was reported on the 24-month films. No patient adverse event was reported.

Manufacturer narrative:
(B)(4). Evaluation, results: restenosis of stented segment. Restenosis, disease progression. Evaluation, conclusions: restenosis, disease progression. Cine film review: procedural images from the 24-month follow-up were provided. There is no evidence of stent weld/joint or stent material breakage in the images provided. It appears that the proximal end of the stent is being compressed within the vessel. It is likely that the stent profile is being impacted by excessive stress from the vessel, perhaps due to restenosis within the vessel or exacerbation of the disease within the vessel. The stent material distortion has most likely occurred due to adjacent non welded segments being forced out of alignment due to the vessel morphology. Images of the vessel prior to treatment at the index procedure were not provided for review.